Manufacturer narrative:
The hs1 device (sn (B)(6)) was returned to philips for additional analysis. The complaint was escalated for a technical investigation, and the results indicated that the reported problem with the AED was attributed to the corrosion and contamination of the device's battery connector j5 (ground signal), leading to an intermittent power issue where the device would only power up if force was applied to the battery for proper contact, thereby preventing a proper battery connection and supply to the device. Based on the available information and conducted testing, the reported problem with the AED (automated external defibrillator) was attributed to the corrosion and contamination of the device's battery connector j5 (ground signal), which prevented proper battery connection and supply to the device. Based on the information available and results of additional analysis further action has been initiated. The device was exchanged through the service parts supply chain (sps), and a replacement device was provided to the customer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated method code grid.

Manufacturer narrative:
The hs1 device (sn (B)(6) was returned to philips for additional analysis. The complaint was escalated for a technical investigation, and the results indicated that the reported problem with the AED was attributed to the corrosion and contamination of the device's battery connector j5 (ground signal), leading to an intermittent power issue where the device would only power up if force was applied to the battery for proper contact, thereby preventing a proper battery connection and supply to the device. The device includes redundant design features to alert the user if service is needed. These features include an audible beep and a flashing ¿information¿ button that, when pressed, will cause the device to provide specific voice prompts providing the user with more information. Based on the available information and conducted testing, the reported problem with the AED (automated external defibrillator) was attributed to the corrosion and contamination of the device's battery connector j5 (ground signal), which prevented proper battery connection and supply to the device. Based on the information available and results of additional analysis further action has been initiated. The device was exchanged through the service parts supply chain (sps), and a replacement device was provided to the customer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device is failing self-test.